Event description:
Reporter indicated intermittent communication problems were occurring with a dell handheld computer due to a suspected faulty serial cable. The serial cable has not been returned. No further information is known.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.